Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the inflatable penile prosthesis (ipp) did not work properly. A revision surgery was performed in which it was confirmed that there was a crack in the right cylinder connecting tube therefore the pump was removed and replaced. The cause of the cylinder connecting tube crack was not detailed by the hospital. After the procedure the patient is in good condition.

Event description:
It was reported that the patient went to the hospital two weeks before the operation because the inflatable penile prosthesis (ipp) did not work properly. A revision surgery was performed in which it was confirmed that there was a crack in the right cylinder connecting tube therefore the pump was removed and replaced. The cause of the cylinder connecting tube crack was not detailed by the hospital. After the procedure the patient is in good condition.

Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. Upon receipt at our quality assurance laboratory, this ams700 momentary squeeze (ms) pump underwent a thorough analysis. It was visually and microscopically examined, and it was noticed that the tubing was not returned and the pump was contaminated. Further test were not performed due the contamination. Based on the information available the product analysis could not find the cause to the reported clinical observation of mechanical issues.